Manufacturer narrative:
The unit received with cracked and bleeding lcd glass, broken off casing at vibrator motor area and dried mud on all electronic assemblies noted. The unit was unable to perform the displacement test due to lcd physical damage. There was dried mud on the vibrator motor assembly. There was also a missing display window cover, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads,cracked belt clip slot and loose/protruded drive support disk. (B)(4).

Event description:
The customer reported via phone call that her insulin pump fell out of her pocket while she was on a theme park ride. The device landed in mud and the screen was shattered. There were missing pieces to the device as well. The patient's blood glucose at the time of incident was 149 mg/dl. The drive support cap casing was damaged and the battery was exposed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.